Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 product type catheter. This event is no longer a reportable event. MDR decision corrected too not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pereview of this MDR/additional information shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or malfunction. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receive ing infumorph via an implantable pump for spinal pain. It was reported that the healthcare provider (hcp) wanted to change a patient's concentration from 10 mg/ml to 0.1 mg/ml but they were unable to aspirate from the catheter access port while attempting to perform a bridge. The smallest dose they wanted the patient on was 480 mcg/day during the bridge. Current programming allows minimum deliverable dose of 0.48 mg/day. Hcp asked if they could refill the pump and change the bridge bolus to 0.1 mg/ml/day without aspirating. The company representative stated they would confirm with the hcp how they would proceed.